Event description:
The dealer stated that while the patient was using the rollator the rear brake popped and broke while getting into bed, causing the user to fall. No injuries reported.

Manufacturer narrative:
(B)(6). The device was evaluated by the returns department which found that the brake cable pulled away from the left handle.

Event description:
The dealer stated that while the patient was using the rollator the rear brake popped and broke while getting into bed, causing the user to fall. No injuries reported.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.